Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in australia reported three false positive sars-cov-2 results were generated while using cobas sars-cov-2 test. When the samples were retested on genexpert, the samples generated negative results. Samples were collected using a dry throat/nasopharyngeal swabs that were transferred to a viral transfer medium. An aliquot was taken and heat treated to 70c for 10 minutes. The positive results were not reported to the clinician or patient. No harm was alleged.

Manufacturer narrative:
A review of the control data provided did not show any major shifts or suppressions in the curves and the control CT values generated were in line with internal release data. Based on the investigation performed, which included an investigation into the reagent kit lot, and based the information provided, there is no indication the product is not performing as intended. Although unknown, the discrepancy is likely due to the samples being at the lod of the roche assay and differences in technology. Workflow also cannot be ruled out as a contributing factor. (B)(4).